Event description:
It was reported that pump experienced malfunction alarm identified as malf 6 that was not resettable, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy while technical support arranged replacement pump, confirmed shipping address, instructed customer to place problematic pump into storage mode before returning it with prepaid label within 10 days, and advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement pump, all of which customer understood and acknowledged.